Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the positioning failure associated with leaflet grasping appears to be related to procedure conditions and attempts to sufficiently reduce the mitral regurgitation (mr). Additionally, based on the information reviewed, the unspecified tissue injury and mitral regurgitation (mr) appear to be related to procedural circumstances associated with the positioning failure. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue injury. It was reported that a patient underwent a mitraclip procedure on (B)(6) 2022 to treat grade 4 functional mitral regurgitation (mr). The first mitraclip (xtw-10909r162) was successfully implanted, reducing the mr to mild/moderate with a lateral jet remaining. A second clip (xtw- 10909r164) was attempted to be implanted laterally to the first. The clip grasped multiple times, but mr was not able be sufficiently be reduced. The physician continued to attempt placing the clip, inadvertently tearing some of the chordae which caused a flail. Grasping was continued, however, the leaflet was unable to be successfully captured. The leaflet would continue to slip out due to the flail. After 2.5 hours the procedure was stopped and the device was removed without incident. The mr remained unchanged at a grade of 4. No additional information was provided.